Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was approximately 400mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.